Manufacturer narrative:
We provided the customer with information on possible causes of tass, and cleaning & sterilization dfus for handpieces. Investigation, including root cause analysis is in progress.

Event description:
The facility reported four possible cases of toxic anterior segment syndrome (tass). They are looking at all possible causes, including their cleaning process. These cases are reported under manufacturer report #'s: 2028159-2007-00182, 2028159-2007-00183, 2028159-2007-00184, 2028159-2007-00185.